Event description:
Discordant advia centaur cp hcgq, ferritin, folate and b12 results were obtained on pt samples. The results were reported to the physician(s). The samples were retested and the corrected results were reported to the physician(s). There is no known pt intervention or adverse health consequences due to the discordant hcgq, ferritin, folate and b12 results.

Manufacturer narrative:
Lab tech failed to follow instructions, event occurred due to operator error. The customer placed the base reagent in place of the wash 1 reagent. Following a siemens technical solution specialist instructions, the customer flushed and primed the system. Customer reports that system is operational. The instrument is performing within specifications. No further eval of the device is required.